Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after placing the programming head on the cardiac resynchronization therapy defibrillator (crt-d) for interrogation a partial reset occurred. The reset was cleared and the device was functioning as programmed. The device remains in use. No patient complications have been reported as a result of this event.